Event description:
It was reported to the manufacturer by the end user, per the case manager at university medical (B)(6) stated that the patient arrived in her care on (B)(6) 2016 for other issues, but brought to her attention that his dolphin mattress/equipment at home is causing his wounds to open and bleed. He stated that it is too hard like laying on a piece of wood. The hospital provided wound care. Complaint (B)(4) were entered into our system to have the dolphin system returned to joerns for investigation. As of this writing, the dolphin system has not been returned.